Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported scope errors (e231 and e226) during the therapeutic laparoscopic colon procedure while the patient was in sedation involving an olympus video system center. There were no reports of patient harm.